Manufacturer narrative:
The returned device was evaluated and no damages or defects on the device that would create a failure to deliver insulin. The downloaded data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.  For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient went to the emergency room (ER) due to high blood glucose (bg) levels, which reached 400 mg/dl while wearing the pod between 4 and 24 hours. Patient also reported having high bg levels over the course of the past 2 weeks leading up to the medical event. Symptoms reported include hyperglycemia and dehydration; doctor also found an ulcer the patient was treated with insulin, intravenous fluids, pepcid and "another medication by mouth". The patient was released the after spending 5 hours in the ER. The patient's blood glucose history is as follows: (B)(6).